Event description:
It was reported that the customer had high blood glucose of 445 mg/dl and insulin from the insulin pump was not exiting the tubing. His symptoms included confusion, numbness, and feeling jittery. During troubleshooting, insulin exited the tubing and no air bubbles or leaks were found. Customer stated settings and rates were correct. His blood glucose was checked again and was at 421 mg/dl. The high pressure test was performed and passed. Customer was advised to change the entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.